Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 vdc power supply was evaluated and optimized to the correct voltage. The cine disk backplane and cine hard disk drive were also evaluated and replaced. The system was tested and found to be working as intended and returned to service.